Manufacturer narrative:
The customer stated that there was no injury to the patient. Analysis of the returned paddles showed increased resistance at the switch contact surface, subsequently failing the electrical test described in the "operating room paddle guide" (m1740-92900-pg.8). Failures of this type will not cause injury to the patient due to the alternatives immediately available to the surgeon - backup paddle sets, medications, direct cardiac massage, etc. Replacement paddle sets and a copy of the "operating room paddle guide" have been sent to the customer.

Event description:
According to the hosp: "the handle sets did not fire the first time they tried to use them on a pt. The set with a date code of 12/96 failed last week."